Event description:
The customer contact reported that the device powered off by itself with inadequate response time. At an unspecified time, it was reported that the critical patient had been transported to the user facility from an unspecified facility for coronary artery bypass surgery. At an unspecified time, line a of the device was programmed to deliver normal saline. Line b was programmed in concurrent mode to deliver an unspecified concentration of epinephrine, and the deliveries were started. No specific programming parameters were provided. At 0945, it was reported that while the nurse was changing the patient's dressing, the device alarmed and powered off. The device was removed from clinical service. At this time, the nurse removed the tubing set from the device and reloaded the tubing set into a replacement device that was in the patient's room. At this time, it was reported that the patient's blood pressure began to decrease. No specific values were provided. The customer contact indicated that after a reported few minutes, the delivery was restarted and the patient's blood pressure returned to the unspecified previous value. The customer contact reported that 2 to 3 days later, the patient was transferred back to the transferring facility; however remained in critical condition. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.